Event description:
There is an allegation of a delay in treatment provided: a pt reported to ge healthcare an exam was performed at the (B)(6) facility in (B)(6) during a mammography exam in (B)(6) 2010, and no tumor was found. The pt stated that she felt a lump and was uneasy about the results and returned early (B)(6) 2011 where she was diagnosed with a "baseball sized cancerous tumor". The pt has alleged that the tumor was present during the initial exam, although not detected. Treatment and surgery was provided at the (B)(6) hospital facility in (B)(6) in 2011. Although the site was unable to confirm the system in use, gehc has two devices in the (B)(6) hospital facility ((B)(4)) that may have been used for the initial exam in question.

Manufacturer narrative:
Device manufacture date unknown at this time since the system information was not provided. The 510k # is unknown at this time since the system information was not provided. There was no report of a device malfunction per the hospital, nor any evidence of a malfunction in (B)(6) 2010, the time of the exam. Gehc did perform the planned maintenance for the (B)(6) systems in both 2010 and 2011; planned maintenance passed all tests. The hospital did not acknowledge any errors in their reading of the exams. Images of the exam were not provided to gehc. The only evidence provided to gehc of a tumor in (B)(6) 2010 is the statement from the pt regarding self-examination. Mammography and other breast imaging techniques are useful in the evaluation of women who have signs or symptoms that may suggest breast cancer. The sensitivity of mammography is dependent on may factors including pt age, presence of microcalcification, breast tissue density, lesion size and conspicuity, presence of surgical scars or implants, overall image quality, reading environment and interpretive skill of the radiologist at the time of exam. (B)(4) "however, there is no test or group of tests that can ever ensure that a woman does not have breast cancer". According to literature screening mammography misses up to 25% of cancers. There is no indication whether the mammography performed was screening or diagnostic, nor do we have information about the workup of this case, including other imaging.